Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) and installed software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the 840 ventilator generated a loss of communication diagnostic message. There was no patient involvement.